Event description:
It was reported that the patients spinal cord stimulation (scs) was explanted due to an unknown reason. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5122127.